Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The customer had called two days earlier to report blood glucose levels as high as 549 mg/dl. The customer stated that she disconnected from the infusion set to take a shower, but may have forgotten to re-connect. The nurse declined to troubleshoot over the phone, and stated she would be calling the local diabetes educator. Nothing further was reported.